Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue during priming process, unable to change battery and to rewind. Customer stated insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. No prime or fill anomaly noted. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4)